Event description:
Caller reported an issue with a continuous glucose monitor (cgm) error code. There was no adverse impact to the customer's blood glucose level. The caller reset the pump independently due to a battery drainage problem, and after the reset, the cgm error code did not reappear. They successfully started their sensor session following the instructions provided by technical support.